Event description:
A non-healthcare professional indicated an implantable collamer lens (icl) was evaluated and the haptics were found to be bent. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. E3: unk. H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the lens haptics bent. H4: unk. H11: there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Claim # (B)(4).